Event description:
The explanted generator was returned to the manufacturer on 02/26/2015. Analysis showed that the pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Notes dated (B)(6) 2015 indicate that the patient is experiencing an increase in seizures and it is believed that the device is slowly reaching end of service. The patient was referred for generator replacement. It was reported that the patient suffered a bad seizure the prior weekend which would have led to a serious injury had the patient not been wearing a helmet. Notes dated (B)(6) 2014 note that the seizure frequency still fluctuates and that some days the patient does well and other days he will have drop attacks. It was noted that the drop attacks had decreased significantly in frequency. The nurse practitioner reported that the patient's seizures are an increase above the pre-vns baseline frequency. There were no medication changes, setting changes or other external factors that preceded the onset of the increase in seizures. The seizures had not increased in duration or intensity. It was reported that the nurse practitioner does not think that vns caused the seizures, but suspects that the vns battery might be nearing end of service from a clinical perspective. The patient underwent generator replacement on (B)(6) 2015 for battery depletion. The explanted generator is expected to be returned for analysis, but has not been received to date.